Event description:
The first report of two involving the same pt and the same skull clamp. A pt who was positioned in a mayfield modified skull clamp was repositioned in the prone position after being pinned for a posterior fossa. At some point during the craniotomy the pt's head slipped. The pt was repositioned and the clamp was reapplied. The reporter feels that the slippage occurred because the pt was placed in the wrong position for the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.